Event description:
During knee arthroscopy procedure, ablation occurred not only at the tip of the probe but from the tip to the bipolar plate. The pt experienced excessive soft tissue burn. No other info is available.

Manufacturer narrative:
No product has been returned for evaluation. (B) (4).